Manufacturer narrative:
5/9/97-supplemental report #1 submitted to FDA. The product was not returned to the MFR for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. No pt injury was reported.